Event description:
It was reported surgeon implanted the g7 cup then drilled a hole for the screw. Screw was being put in and went through the shell. No additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 110010242, product type: g7 osseoti 3 hole shell 48mm c, lot #: 65374882; product ID: 00223200418, product type: cable cerclage cable with crimp 1.8 mm dia. 635 mm length, lot #: 65452668. Product ID: 30103203, product type: g7 vit e neutral lnr 32mm c, lot #: 65055690. Multiple MDR reports were filed for this event. Associated report: 0001822565-2022-02728. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. It was determined by a hcp that the provided x-ray would not enhance the investigation. The root cause of the reported issue is attributed to the surgeon not following instructions, as the drill guide was not used to insert the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.